Manufacturer narrative:
Internal complaint number: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during preparation (unit was being tested) for an endoscopic vein harvesting procedure, t.w. Power supply did not function and there was no output. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during preparation (unit was being tested) for an endoscopic vein harvesting procedure, t.w. Power supply did not function and there was no output. No patient involvement.